Event description:
It was reported: "removal of duracon tibial insert from left knee and replaced with med duracon cs insert 22mm (B)(4) lot tck086. Patient was in pain, patella was not fixed in knee therefore was replaced with triathlon a32 x 10mm (B)(6) lot wrxw. Original femur and tibial baseplate (B)(4) lot dptttc no other details available as original surgery done 14 years ago at rachel foster."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-01373.